Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery (lad). The 3.0 x 15 mm xience pro x stent delivery system (sds) was advanced to the target lesion without resistance; however, the balloon could not be inflated. The sds was removed without issues. A new xience pro x sds and new indeflator were used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.